Event description:
It was reported that the customer received a no delivery alarm after changing his infusion set. His blood glucose level was 222 mg/dl. The customer was hospitalized on (B)(6) 2014. His blood glucose level was below 20 mg/dl. The paramedics administered a glucagon shot and since they did not receive a response from him, he was taken to the hospital. The customer thinks he over medicated. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.